Event description:
Patient received medication 6 times the programmed amount. The medication involved was 0.25 mg/100 ml bag of bumex programmed for 1 mg/hr at 4 ml/hr. The programming was correct, but my coworker and I noticed that the bag was close to empty 4 hours after the medication was started. We determined it to be an equipment error. The harm caused was that the patient had a large volume of urine output. The intervention was to stop the continuous infusion and monitor his hemodynamics and electrolytes thereafter.